Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to verify battery anomalies, perform displacement test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm. It was stated that the insulin pump was not taking any batteries. It was stated that the customer did clean the cap and compartment and tried with new battery and still the does not accepted any batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.